Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the circumstances that led to the patient¿s settings changing on their own was due to adaptive stimulation being on despite it only showing on one of their programs. It was reported that the patient was informed that if adaptive stimulation was on for any of their programs it was operative on all programs. The patient then turned it off and it was reported that this solved the issue. No further complications were reported/anticipated.

Manufacturer narrative:
Event date: approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the consumer did not think the controller was working correctly. It changed settings without the consumer trying to change them. Group b was not set up for adaptive stimulation. The patient was on group b and it was acting like they had adaptive stimulation on. It would sometimes go up or down a lot when they changed positions. Group a program 2 had adaptive stimulation activated. The device was at 6.2 but did not feel like and then dropped to 3.8. It sometimes felt like it was not doing anything and sometimes felt like it shocking them. This started several weeks ago in november. No further complications were reported.